Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, the aortic extender endoprosthesis (aortic extender) provides an extension of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk). The safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in pt populations for the revision of previously placed stent grafts. The gore excluder aaa endoprosthesis is not recommended in pts who cannot tolerate contrast agents necessary for intraoperative and post operative follow-up imaging. (B)(4).

Event description:
On (B)(6) 2000, the pt was implanted with guidant ancure devices to repair an abdominal aortic aneurysm. On (B)(6) 2007, the pt was implanted with a palmaz stent and then two aortic extender components to repair a proximal type I endoleak. On (B)(6) 2011, the pt underwent a follow-up non contrast computed tomography that revealed the aneurysm at 8.7 by 9.7 cm, with a possible proximal type I endoleak. Due to the lack of contrast, the physician was unable to verify the type of endoleak on any of the follow-up visits. On (B)(6) 2011, the devices were explanted. Though it was originally thought to be a possible proximal type I endoleak, the type of endoleak during this procedure was unidentifiable. The pt tolerated the procedure.